Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy procedure, when on anastomosis, the device clamp hangs when stapling and staples did not deploy. Another device was taken to complete the case.